Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral tavr procedure, a valve strut bent outwards, a dissection in the external iliac artery (eia) of the access vessel occurred, the sheath tip was torn, and the sheath liner was delaminated. During the insertion of a 26 mm sapien 3 ultra resilia valve through the 14 fr esheath+ strong resistance was noted in the fully expandable area of the sheath but the delivery system (ds) was slowly advanced. After smooth valve alignment, a strut was found bent outwards at the inflow side under fluoroscopy. The ds and sheath were removed as a unit, and a second kit was used to implant a second valve without issue. However, a dissection in the eia was observed and a stent graft was implanted. Upon expansion of the removed first valve, strut edges were observed out of the skirt. Photos obtained revealed the sheath tip was torn and liner delamination. Per additional information received, the bent strut was found when the fluoroscopy angle was changed, and the timing of the eia dissection was unknown as dissection was found after removing the second devices.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of one of two manufacturing reports being submitted for this case. Please reference related manufacturer report.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for abnormalities and the frame appeared deformed. Leaflets were wrinkled, likely due to the storage condition during the return handling process. Two struts were exposed through the skirt at the inflow side, which is normal after excessive manipulation during insertion. Due to the nature of the complaint, no functional or dimensional testing was performed, and the reported event was confirmed through visual analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site revealed one strut bent outwards approximately 180 degrees at the inflow, and the crimped valve exited the sheath. The retrieved crimped valve showed one bent slightly bent outward at the inflow and multiple struts exposed through the skirt. The exposed strut through the skirt is normal after excessive manipulation with high resistance through the sheath. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, frame damage was confirmed based on provided imagery. Available information suggests patient factors (calcification, undersized vessel) and/or procedural factors (high push force) likely contributed to the event. As reported, 'the minimum luminal diameter of the eia measured 5.2mm with moderate calcification' and 'strong resistance was noted in the fully expandable area of the sheath. The ds was slowly pushed and could be advanced.' Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required. This is one of two manufacturing reports submitted for this case.